Event description:
Complainant alleged that the ICU staff was attempting to pace a pt (age and gender unknown), but that they were not receiving any pacer output. The ma setting was at 102, and the pacer rate was set on 100. The tracing that was displayed on the device was between 80-85, but the number on the same screen read between 35-40. The pt did not appear to be receiving the desired pacer stimulation. The staff checked to assure that the pt and the device were set up correctly. The transcutaneous pacer attachment was in place on the device and one end was attached to the pacer pad on the anterior chest. The other pacer pad was connected to the anterior pad and attached to the pt's posterior chest. The pt. Conn. Elec. Isol. Connector was hooked to the EKG leads which were on the pt and were secured well. The staff obtained another zoll device and connected it on the pads and wires already in use on the pt. The pt then appeared to received the desired pacer stimulation. There was no indication that there was any adverse effect on the pt.